Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 4 years 5 months post implant of this annuloplasty band, the patient presented with complaints of orthopnea, shortness of breath on exertion, chest pain, and leg swelling. The device was explanted and replaced with a 27mm bioprosthetic valve due to mitral stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.